Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during gastrojejunal anastomosis, the surgeon stated there was a leak at the anastomosis site. The surgeon sutured over the staple line to resolve the issue on order to complete the case.